Manufacturer narrative:
Pump passed sleep current measurement, self test and displacement test. Unit received with high active current and power loss alarm due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch.

Event description:
The customer¿s mother was reported via phone call that the insulin pump had battery issue. Customer¿s blood glucose level was unknown. Customer also stated about replace battery alarm without prior low battery alert. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.